Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator prompted a "unit failed" message using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the CPR-d-padz electrodes and the customer's report was not replicated or confirmed. The pads passed all functional testing using a known good AED plus unit with no discrepancies observed. The pads were scrapped after testing and the customer was sent a set of replacement pads. No trend is associated with reports of this type.